Event description:
A report was received that a patient had her precision system explanted because the leads added pain. The patient reported that the leads were rubbing against her skin, and she did not like the feeling of the stimulation.

Manufacturer narrative:
The patient's implanting physician did not have any details of the explant, as he did not perform the procedure. No further information is available. This is the final report.